Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of 249.5 pg/ml, which was reported outside of the laboratory. A second sample collected from the patient was tested and resulted with a troponin t value of 11.65 pg/ml. Due to the discrepancy between the two results, the physician asked for both samples to be repeated. The complained sample repeated with a troponin t value of 10.55 pg/ml and the second sample resulted with a value of 11.48 pg/ml. The lower sample results were believed to be correct and fit the clinical picture of the patient. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 34588803, with an expiration date of 31-dec-2019. The provided calibration signals for the last calibration performed on 29-dec-2018 were slightly lower than expected. Quality controls were within range, showing no indication of an instrument or reagent performance issue. The rack adapters required for 13 mm. Diameter sample tubes were not used. The sample centrifugation conditions were outside of the tube manufacturer recommendations. No relevant alarms were observed upon review of the alarm trace. The investigation could not identify a product problem. The cause of the event could not be determined.